Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object was found inside the sterile packaging of an exactamix syringe inlet. This event occurred before use of the device. It was further reported that the object was a "brown and white flakey particle". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a particle inside the sealed packaging. Microscopic inspection revealed that the particle was thin, clear and irregularly shaped with areas of brown. The particle was 3.2mm as measured along the longest linear dimension. Analysis of the clear portion of the particle using energy dispersive spectroscopy (eds) revealed that the particle was comprised of carbon, chlorine, oxygen, and sulfur. Chemical characterization of the clear particle revealed that the particle was made of polyvinyl chloride (pvc) with a minor surface component of stearate. The chemical characterization of the brown particles identified a secondary amide. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.